Event description:
Additional information received reported that a catheter revision was completed. The patient received a new catheter on (B)(6) 2012. The medication being delivered was prialt. The reporter stated that as of (B)(6) 2012, the patient was "happy so far with the results" additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that during a pump replacement, a catheter issue was noted (please refer to manufacturer report # 3004209178-2012-06267). The reporter stated that the new pump was placed in a minimum rate, with no catheter, and revision procedure was to be done ''soon'' for a catheter placement. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot # j94142204, implanted: (B)(6) 1994, explanted: unknown, product type catheter. Product ID 8578, lot # n083966, implanted: (B)(6) 2007, explanted: unknown, product type accessory.